Event description:
It was reported the device had no image. The issue was found during an unknown diagnostic procedure. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The subject device was evaluated. Device evaluation found the customer reported issue was not able to be duplicated, however, the inspection found a smashed connector tip. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The most likely cause of the additional finding was component failure, which is expected or random component failure without any design or manufacturing issue. Per instruction for use (IFU), it states, "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity be observed¿." "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." "If the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." "If an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation." Olympus will continue to monitor complaints for this device.